Manufacturer narrative:
Updated e4, g2, h6, and h10. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the hospital alert and oriented complaining of a headache. Patient was found to have a right sided subdural hematoma. There was no stated trauma or history of head trauma. The patient was subsequently taken to the operating room for craniotomy and hematoma evacuation. The patient's international normalized ratio was 2. 4 on arrival to the hospital. Vitamin k was administered prior to the operating room, and k-centra (prothrombin complex). The patient was now alert and oriented and walking the hallway per the coordinator. The patient would remain off of anticoagulation until further notice. The heartmate 3 and peripheral equipment was functioning as intended. The patient was discharged home on (B)(6) 2025.